Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a non-penumbra microcatheter, a non-penumbra sheath, and a guidewire. During the procedure, the physician advanced the red72 through the sheath into the target vessel via radial access, then initiated aspiration for the first pass. However, no clot was retrieved. Therefore, the physician decided to remove the red72. While retracting the red72, the physician experienced resistance and noticed under fluoroscopy that the distal length of the red72 was still visible on the screen. The physician then concluded that the red72 was stretched. Therefore, the sheath and red72 were removed together. After removal of the sheath and red72, the physician noticed that the distal length of the red72 was unraveled and fractured. The procedure was completed using another catheter and a non-penumbra sheath. There was no report of an adverse effect to the patient. On (B)(6) 2023, the patient returned to the hospital for a computed tomography scan (CT scan). The CT scan indicated that the distal fractured segment of the red72 was in the humeral artery, from the bend of the elbow up to the aortic arc. The next day, the patient underwent surgery and the physician successfully removed the fractured segment of the red72 using a snare device. The patient¿s current health status is fine.

Manufacturer narrative:
Additional device code 4: 4012. The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 3005168196-2023-00551. Foreign body embolization is included as a possible complication in the instructions for use (IFU) for the penumbra system. Evaluation of the returned red72 confirmed that the catheter was stretched and fractured. If the red72 is retracted against resistance, it may become stretched and subsequently fracture. Based on the reported event, retraction against resistance is likely what caused the damage to the catheter. The root cause of resistance could not be determined. Further evaluation revealed an ovalized length proximal to the stretch and fracture. This damage was incidental to the reported complaint and likely occurred during removal from the patient. Evaluation of the returned distal fractured segment revealed stretching and multiple kinks. This damage on the returned distal fractured segment is incidental to the reported complaint and likely occurred during removal from the patient. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), a non-penumbra microcatheter, a non-penumbra sheath, and a guidewire. During the procedure, the physician advanced the red72 through the sheath into the target vessel via radial access, then initiated aspiration for the first pass. However, no clot was retrieved. Therefore, the physician decided to remove the red72. While retracting the red72, the physician experienced resistance and noticed under fluoroscopy that the distal length of the red72 was still visible on the screen. Therefore, the sheath and red72 were removed together. After removal of the sheath and red72, the physician concluded that the red72 was stretched. The procedure was completed using a non-penumbra catheter and a non-penumbra sheath. There was no report of an adverse effect to the patient. On (B)(6) 2023, the patient returned to the hospital for a computed tomography scan (CT scan). The CT scan indicated that the distal fractured segment of the red72 was in the humeral artery, from the bend of the elbow up to the aortic arc. The next day, the patient underwent surgery and the physician successfully removed the fractured segment of the red72 using a snare device. The patient¿s current health status is fine.